Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case the delivery system balloon did not deflate after valve deployment. Approximate time of inflation/deflation was 5 seconds/7 seconds. The patient's anatomy was very tortuous. A kink was noted. The ratio of contrast to saline used was 80/20.

Manufacturer narrative:
Additional information added to b.5. Investigation is ongoing.

Event description:
Additional information was received. In order to deflate the balloon, the physician used a 60cc syringe to pull negative. There was no injury to the patient. The patient was discharged and is doing well.

Manufacturer narrative:
Corrected h.6 health effect-impact code and investigation conclusions. Added h.6 component code, type of investigation, and investigation findings. The product was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to either delivery system deflation difficulty or a kinked delivery system. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The deflation difficulty was unable to be confirmed, as no device-related photos were provided. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A review of lot history and DHR did not reveal any indications that a manufacturing non-conformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. Per description 'as reported by the clinical specialist, during a tf tavr case the delivery system balloon did not deflate after valve deployment. Approximate time of inflation/deflation was 5 seconds/7 seconds.' Per the complaint description, it was also mentioned that the patient's anatomy was very tortuous. It was also mentioned that a kink was noticed on the delivery system, however it was not mentioned as to where that kink was located. It is possible, through the process of navigating through the tortuous anatomy, excessive manipulation may have been used to traverse the vasculature and caused the reported kink. In turn this kink would have potentially obstructive pathway that led to reported deflation difficulty. A definite root cause was unable to be determined. Available information suggests patient factors (tortuosity) and procedural factors (excessive device manipulation) could have contributed the event.